Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's oxygen level had decreased with new device columns. As a result, the patient had to go to the hospital to bring their oxygen levels back up. Replacement columns were sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.